Event description:
A tandem mobi cartridge alarm was reported, and the issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). After experiencing a malfunction during the cartridge alarm, technical support assisted the customer in performing a reset, allowing them to resume insulin delivery afterward.